Event description:
The customer contact reported a crack in the semi-rigid adapter of the clave secondary port; subsequently, a leak was noted the tubing set was to be sued to deliver and unspecified volume of the whole blood, at an unspecified rate, via a plum pump. During priming, it was reported that the nurse inserted one of the blood bag piercing pins of the tubing set into a solution container of saline and then inserted the second blood piercing pin into the whole blood container. It was reported that the nurse started to prime the tubing set with saline, then hung the blood and finished priming the tubing set. After an unspecified length of time, the nurse noted that 50-100 ml of blood leaked onto the pump. The customer contact indicated that the nurse then noted that an unspecified volume of saline also had leaked. During visual examination at the user facility, a crack was noted in the semi-rigid adapter of the clave secondary port on the cassette of the tubing set. The tubing set and the container of whole blood were replaced and the therapy was initiated. No additional info was provided.

Manufacturer narrative:
One used device was received and evaluated. Testing address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the probable cause of the device breakage was due to the design of the clave port that is directly bonded to the secondary port of the cassette. This report represents all the info known by the reporter upon query by hospira personnel.